Event description:
It was reported by the affiliate that when (2) tlc55 devices were used during a neoplastic (tissue) procedure, one device had malformed staples and one device did not fire. Another device was used to complete the case. There was no consequence to the pt.